Event description:
It was stated that the customer was hospitalized for high blood glucose levels, with a reading of 1188 mg/dl. The customer was not available for troubleshooting at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.